Event description:
The ge giraffe omnibed design allows for water to be collected at the bottom of the isolette from "rain out". We are concerned this design allows "standing water" which is conducive to the growth activation of mold spores or other infections.